Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during an attempt to fill the tubing for a set change. Customer's blood glucose was not recalled. The issue occurred in the past and troubleshooting could not be performed. Nothing further reported.